Manufacturer narrative:
The pod was received with the soft cannula deployed. The pod data showed a drive stall occurred after 450 counted pulses. The drive stall appeared as a drop in pulse width values which aligned with the rotational sensor abnormality, indicating the hook talons were slipping over the ratchet gear teeth. The 0x40 alarm that occurred because of the rotational sensor error where the maximum open count was exceeded. The pod was successfully rerun and activated; the pod's rerun data showed timeouts but no rotational sensor abnormalities. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the unexposed soft cannula. This tear resulted in a leak. It could not be conclusively determined if the tear and resulting leak in the unexposed soft cannula caused the hook talons to slip leading to the drive stall. But it can be confirmed that the hook talons' failure to detent the ratchet gear is what cause the reported hazard alarm event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp1a.250505.005. Hardware: pixel 6. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod between 24 and 36 hours on their leg. Information on treatment was not provided. The device was originally reported for producing an alarm during a bolus.